Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardiac monitor (icm) exhibited noise. No intervention was made. No patient's symptoms were reported.

Manufacturer narrative:
Further information requested but was not received.